Event description:
It was reported that a pump powered off without user input during an infusion. The customer stated that multiple system error 322 alerts were observed in the device history log.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The unit was tested for 48 hours using the parameters found in the history log with no occurrence of a system error 322. Review of the history log does not show any indications of an improper shut down, however two system error 322 alarms occurred within the reported infusion segment, during the set loading process. It is likely that the interruption caused by the system error was perceived by the customer as the pump turning off. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.